Manufacturer narrative:
(B)(4).

Event description:
It was reported that during surgery at the time of cutting the suture of arthroscopic knot the flush suture cutter did not cut. It was discovered that the hinge on the suture cutter was broken. A backup device was available to complete the procedure. No injury or delay was reported.

Manufacturer narrative:
The movable jaw is free from the front-end and was not returned for evaluation. The finger loop is bent. This condition is normally attributed to excessive forces being applied to the device during use. Excessive force can result in instrument failure. Use error cannot be ruled out as a contributing factor for the event.